Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Furthermore, high pacing threshold measurements was observed. Additional information received from the field representative indicated that the high pacing lead impedance measurements were determined through pacing system analyzer (psa) measurements. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.